Manufacturer narrative:
(B)(4). A livanova field service representative was dispatched to the facility to investigate. The device was tested but the service representative was not able to reproduce the reported failure. A serial read out was evaluated and no failure regarding the reported issue was identified. As the issue could not be reproduced, a root cause was not determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova technician.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure, the sorin s5 system would keep running when the user attempted to turn it off. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during a procedure, the sorin s5 system kept running when the user attempted to turn it off. There was no report of patient injury.